Event description:
The customer reported that the aortascan was giving aortic diameter readings of < 3 cm in pts with known aortic aneurysm. One pt had a 4.3 cm aneurysm, and another had an aneurysm confirmed with CT, but they stated that the aortascan did not identify the aneurysm in either case, and that the cause was unk. The customer had no report of pt injury due to these events. The device was returned to verathon for eval.

Manufacturer narrative:
The device eval is in progress.